Event description:
The customer reported a ventilator does not display a patient disconnect. Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed that when disconnected the proximal pressure disconnect alarm sounds but patient disconnect alarm never appears. The customer also verified that the unit does not go into standby mode. The customer was then advised by the rse to run a full performance verification test (pvt) with an emphasis on the flow accuracy test to see if the flow sensors are within specification. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer.